Event description:
The lay user/pt spoke with lifescan (lfs) customer service on sept 16, 2009 alleging that his one touch ultramini meter was reading inaccurately high and then reportedly developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the pt on sept 22, 2009 to obtain/verify the following info: the pt indicated that "about a month ago" he obtained an inaccurate high meter result, which caused him to take too much insulin. He has obtained a "mid to high 200 mg/dl" blood glucose result on the subject meter and then based his humalog dosage on the meter reading. He claimed 2.5-3 hours later after taking the insulin he developed the shakes, cold sweats, and was not able to think straight. The pt tested his blood glucose levels while experiencing the symptoms and obtained a "high" result on the subject meter and "low 60's mg/dl" on his backup meter. The pt administered self-treatment with juice and did not receive any other form of treatment. The pt also reported blood glucose results of "140 mg/dl" from the subject meter that was compared to a "40 mg/dl" from another meter: the results were obtained greater than 30 minutes apart. There results were reported during the customer service call but he was unable to provide any details regarding the event to the mss. According to the troubleshooting performed with customer service, correct testing/cleaning techniques were used. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly became hypoglycemic after basing his humalog dosage on an alleged inaccurate high meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.